Manufacturer narrative:
Examination of the returned devices by depuy international finds wear patterns that indicate the devices were not optimally positioned. Review of provided patient x-rays confirms the acetabular cup is sub-optimally positioned, as well as finding the right femoral stem is in varus. Review of device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions about the reported pain with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised due to pain - groin area. Patient is a slim build.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient revised due to pain - groin area. Patient is slim build. Persistent pain in hip and elevated cobalt levels.

Event description:
Patient revised due to pain - groin area. Patient is slim build. Persistent pain in hip and elevated cobalt levels.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was: corrected lot number for the head, added product record for the pinnacle cup, stem and apex hole eliminator. Added patient name, dob and affected side. The head and insert were originally returned and fully evaluated, the results of which were documented in (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was: corrected lot number for the head, added product record for the pinnacle cup, stem and apex hole eliminator. Added patient name, dob and affected side. The head and insert were originally returned and fully evaluated, the results of which were documented in (B)(4). This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was: corrected lot number for the head, added product record for the pinnacle cup, stem and apex hole eliminator. Added patient name, dob and affected side. The head and insert were originally returned and fully evaluated, the results of which were documented in (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.